Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The suture has been pulled out of the fixed straw. T1 is free from the delivery needle. T2 has been advanced to the needle tip. T2 was tested fro deployment using a rubber meniscus model and deployed as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions in the soft tissue that would prevent secure fixation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery t2 could not advance. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.